Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 51-52 mg/dl. The cause of the low bg was unknown. The customer consumed carbohydrates to address low bg. Customer stated that bgs began to normalize and declined further troubleshooting from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.